Manufacturer narrative:
H10. H3, h6: we have now concluded our investigation for the complaint received. The device, used for treatment, was returned and evaluated. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lights were solidly illuminated. This confirmed a relationship between the event and the device. Device performance data shows the device entered a non-recoverable error state as the pressure sensor current was out of range. The root cause was determined as a component failure. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. As the occurrence of this issue is within the acceptable range, no further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the machine stopped working after 24 hours. Despite the dressing was full and unhooked, the corresponding alarm did not beep, the machine still showed the green light. Procedure was completed with a smith and nephew backup device and no harm or injury reported.